Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 5.1cm diameter abdominal aortic aneurysm. The aortic neck measured 21 mm for 5-7 mm then went to 27 mm. The neck length measured 12mm. The proximal neck angulation was moderate and the neck thrombus was mild. It was reported that during the index procedure, during the removal of the device, it appeared that the top cap caught onto the graft bifurcation. The aortic neck was short, which allowed the device to pull down when the supra-renal stent lost apposition. The bifurcated graft was pulled down almost 1.5 cm's. The physician implanted a cuff resolving the event and no other issues were noted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).